Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and identified the problem as a bad lld spring, tip clamp, and plunger clamp. The above items were replaced. The instrument was inspected and tested without further problem, and returned to expected operation.